Manufacturer narrative:
The reported complaint of a leak on the icy catheter (lot #173639) was confirmed during functional testing. A bonding leak was observed at distal end of proximal balloon during the functional pressure leak test. The probable root cause could be a latent defect at the bond. Visual inspection of the returned catheter was performed, and no physical damage was found on the catheter. Blood residue was observed in the balloons and luered tubings. Functional leak test of the returned catheter was performed, and all infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device. Upon pressurizing the catheter up to 100 psi, a bonding leak was observed at distal end of proximal balloon; thus, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there were no similar complaints reported for the icy catheter with lot number 173639.

Event description:
On (B)(6) 2022, ivtm therapy began. On (B)(6) 2022, the saline bag was observed to be almost empty and the saline solution in the air trap was also decreased. After checking that no saline was leaking from around the console, the customer determined that the icy catheter (lot #173639) was the cause of the saline leak and replaced the catheter. The start-up kit (suk) (lot # 171714) was replaced just in case. No device malfunction was reported for the suk. After replacing the icy catheter and suk, ivtm therapy continued with the same console without any problems. No patient injury was reported.